Event description:
Facility reported blood is leaking into dialysate side of the dialyzer (dry pack). Estimated blood loss is 60cc, no medical intervention was required. The sample was not saved for eval.